Event description:
During an initial implant procedure, the helix of the right ventricular (rv) lead was unable to extend. Apon visual inspection, the helix appeared to be damaged during the procedure. A new rv lead was successfully implanted to resolve event. The patient was stable with no consequences.

Manufacturer narrative:
Correction: b5.

Event description:
During an initial implant procedure, the right ventricular (rv) lead was unable to advance down the catheter. Upon visual inspection, the helix appeared to be damaged during the procedure. A new rv lead was successfully implanted to resolve event. The patient was stable with no consequences.